Event description:
Ems personnel were attending to a patient in cardiac arrest. The patient was initially being monitored via the paddles monitoring mode; however, after the delivery of two shocks, the device allegedly displayed a connect electrodes message and the patient's ECG was not displayed any longer. ECG monitoring electrodes were applied and treatment continued successfully. Patient outcome was not reported.